Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by carter et al in a publication entitled "off-label use of recombinant human bone morphogenetic protein-2 (rhbmp-2) for reconstruction of mandibular bone defects in humans" (journal of oral maxillofacial surgery 66:1417-1425, 2008) that a pt with non-united comminuted mandibular fracture underwent reconstruction with rhbmp-2/acs (8.4mg), allogenic cancellous chips, bma and mandibular fixation plate. The pt developed significantly more soft tissue swelling than was expected post-op. She developed mild cellulitis at her incision site that responded well to oral antibiotics. The pt was ultimately noted to have good bone fill of the continuity defect at 18 months post-op.